Manufacturer narrative:
One powermax elite service replacement, part number 72200616s was received on 2/28/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Functional testing has found that the motor has seized and could not be removed from the housing due to corrosion. The complaint investigation has concluded that the root cause of overheating was due to high current draw from the control unit due to motor seizure resulting from fluid ingress and corrosion resulting from normal wear and tear over time. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a hip arthroscopy, it was reported that the hand piece started making a funny noise and then the hand piece became very hot. There was a delay of five minutes to open another shaver. There was no serious injury reported.